Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump gave an alarm when she was attempting to prime. The customer stated that she was unable to use the insulin pump at that time and was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Advised the customer that the insulin pump would be replaced.